Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed no evidence of a short battery life. A call service 128 post delivery motor power supply fault alarm was observed in the black box on the complaint date. The pump powered up with the returned battery cap. The battery cap was able to fully tighten. No battery compartment cracks were observed. No evidence of moisture inside the battery compartment. The current draws were within specifications. The pump case was removed to find evidence of moisture contamination inside the pump on multiple printed circuit board components. A battery life issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.